Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a, patient information: no specific patient information is available.

Event description:
The customer obtained a falsely elevated alinity I total psa result, while using the alinity I processing module. Sample ID 1926350 generated an initial result of 93.651 ng/ml and retests of 36.709, 25.399 and 24.232 ng/ml. Following service on the analyzer the sample was retested and generated 21.179, 21.984 and 24.617 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
A field service representative (fsr) inspected the analyzer. Initially, the ci bulk solution level sensor was replaced which did not resolve the issue. The instrument logs were reviewed which indicated a possible vacuum pump issue. The fsr replaced the vacuum pump (vacuum pump repair kit, dual valve) and reran the sample which demonstrated that the issue was resolved. The vacuum pump repair kit, dual valve was determined to be the likely cause for the issue. A review of the service history for the analyzer identified no contributing factors and no subsequent issues have been reported associated with discrepant or erratic results. A review of tracking and trending data in the product monitoring review for the alinity I processing module revealed no systemic issues or trends related to the result issue described in this complaint. Trending data and manufacturing documentation for the vacuum pump repair kit, dual valve did not identify any adverse trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I processing module was identified.